Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence, pain and cuff infection. As a result, the patient elected to have the device removed without the involvement or knowledge of a company representative. Several days later, a new device was implanted. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1000121979. Model/catalog description: balloon . Unique identifier (UDI) # (B)(4). Model number/catalog number: 7400098. Serial number: n/a. Batch/lot number: 1000173067. Model/catalog description: pump. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.